Event description:
Report received from the USA stating that during pre-check, the device was "running hot and making noises." The device was not used in surgery. There were no injuries or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence suggests this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).